Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, he was hospitalized for high blood glucose. The blood glucose reading was not reported. The customer stated that, he changed the infusion set prior to the hospitalization and none of the boluses given were effective. The customer did not have the tubing clamp to perform the high pressure test. Nothing further was reported.